Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Quality controls were also in range when the initial sample was run. The hsc specialist recommended that the customer review proper pre-analytical handling procedures. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium, potassium, and chloride results were obtained on patient sample upon initial and automatic repeat testing on a dimension exl 200 instrument. The sample had been drawn from the patient while the patient was in an ambulance. The discordant results were reported to the physician(s), who questioned them. The patient was called back to the hospital for a new draw later the same day due to the discordant results. A new sample was drawn and tested on the same instrument and results were more plausible. The corrected results were reported to the physician(s). The original sample and the redraw sample were also repeated for sodium and results matched sodium result from the redraw sample. There are no known reports of adverse health consequences due to the discordant results.